Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. Customer reported that the anomaly persisted even after a battery change. Customer's blood glucose reading at the time of the call was 5.8 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.